Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a flickering image and no image due to a faulty scope socket. Additional evaluation findings are as follows: the front panel was noted cracked; the scope socket was noted slightly worn; the outer frame was noted dirty. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-170, video system center to olympus for repair due to a report that the image flashed during use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined that the image was intermittently present due to failure of the video cable connector. This report is submitted due to the evaluation finding that the image was intermittently present due to failure of the video cable connector.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to a faulty scope socket. Accidental fault or mishandling was pointed out as likely cause but could not be confirmed. A description is stated in the cv-170 instruction manual. Following this could prevent the phenomenon to occur: ¿[important information ¿ please read before use]. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ // ¿[3.1 precautions for installation and connection]. Never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.